Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported, a system message displayed during the case. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss recommended rebooting the system and call back if problems persist. The customer did not call back. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).